Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized one day later for the event. Treatment included vancotroy injection 2gm stat intraperitoneally (ip) and gentamycin 20 mg ip once daily for 14 days. The cause of the peritonitis was unknown. At the time of this report, the patient remained hospitalized and was recovering from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.